Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch veriovue meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began at 10:00 pm on unspecified date 1 week prior to contacting lfs when he obtained blood glucose readings of ¿300 and 99 mg/dl¿ with the subject meter. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes self-adjusted insulin. During the follow-up call, the patient informed the csr that he took his usual dose of insulin (amount not reported) prior to obtaining the ¿300 mg/dl¿ reading with the subject meter. The patient reported that at 2:00 am on the morning after the alleged issue started he began ¿feeling not well¿. During the follow-up call, the patient confirmed he felt ¿sick¿ and at the onset of the symptom reportedly treated himself with juice. The patient claimed his blood glucose was measured at ¿90 mg/dl¿ on an unspecified device whilst symptomatic. The patient claimed his blood glucose was tested on an unspecified device later that morning and a reading of between ¿150 and 160 mg/dl¿ was obtained. During the follow-up call, the patient claimed the onset of his symptom may have been influenced by an underlying health condition and by a change in his insulin type to lantus which began one month prior. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.